Manufacturer narrative:
The device was returned for evaluation. During evaluation, the sensor failed continuity testing. A broken green conductor at the detector solder joint assembly was observed. The sensor was tested on a philips mp-40 monitor, which displayed a "sensor malf" error message.

Event description:
It was reported there was an irregular spo2 curve or the sudden loss of the spo2 curve (flat-line) on stable neonates during use of the sensor. It was noted that the led of the sensor would remain on and sometimes flash. The sensor was repositioned; however, this did not correct the issue. There is no report of any patient impact or consequence as a result of the issue.